Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the body temperature appeared slightly higher in the temperature sensing foley catheter.

Manufacturer narrative:
The reported event is confirmed cause unknown. Received six (6) photo samples. The first two photo showcase an overview of an all-silicone temperature sensing foley catheter with sample port connector. The second photo zooms into the temperature sensing cord, the third and fourth photos shows the catheter cap with its lot number and the tray label. The last two pictures show a printed note and a screenshot in native language. It was also received one (1) used all-silicone temperature sensing foley catheter with sample connector was returned without packaging. Catheter was tested in accordance; continuity test: room temperature resistance: 2.233 k ohms. Passed: test procedure: 25 degree celsius resistance: 2.271 k ohms. Calculated temperature at 25 degree celsius, based on resistance: 24.81 degree celsius. The resistance taken at 25 degree celsius does not meet specification since the difference between the water bath temperature (25 degree celsius ) and the expected temperature (24.81 degree celsius, based on the recorded resistance (2271ohms)) is equal to -0.81. Based on the acceptance criteria, this sample does not meet specification due to the tolerance for the catheter and thermistor at 25 degree celsius is ±0.35 degree celsius. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be insufficient seal. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients - patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the body temperature appeared slightly higher in the temperature sensing foley catheter.